Manufacturer narrative:
Zoom drive.

Event description:
It was reported by service report that the stretcher zoom was driving intermittently. The customer could not determine if there was pt involvement or if there were adverse consequences to report.